Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2020. Pump was coded for no delivery/occlusion alarm ¿ unknown timing as well. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test. Unable to perform displacement test and occlusion test due to missing retainer. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2020 at time 11:50:23.000 during basal in pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. No unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. Customer stated that the insulin pump display had crack and they were able to read the screen. Insulin pump was not working as design. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.